Event description:
Sorin group (B)(4) received a report that the roller pump touch screen of the sorin c5 system was unresponsive during a procedure. There was no report of pt injury

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the roller pump touch screen of the sorin c5 system was unresponsive during a procedure. There was no report of pt injury. The touch screen has been replaced at the hospital. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.